Event description:
It was reported that the pump battery would not charge, resulting in the pump shutting down. The impact on the customer¿s blood glucose level was unable to be confirmed as the pump screen was dark and would not turn on. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source.